Manufacturer narrative:
Manufacturer's investigation conclusion: the reported power cable disconnect alarms were confirmed via log file analysis. The heartmate iii system controller (serial #: (B)(4)) was not returned for analysis; however, a log file was submitted for review spanning approximately 1 day ((B)(6) 2021 per timestamp). Throughout the log file are multiple intermittent power cable disconnect alarms on the white power cable coincident with rsoc invalid faults while connected to 14v battery power. These intermittent alarms cleared on their own. There were no other notable alarms in the log file. Pump operation was not affected. It was communicated in the reported event that the reported power cable disconnect alarms cleared after the patients system controller and battery clips were exchanged, and that there was no visual damage observed with the equipment. A good faith effort was sent asking if the heartmate iii system controller (serial #: (B)(4)) would be returning; however, to date no response was received. The root cause of the reported event was unable to be conclusively determined in this analysis. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 alarms and troubleshooting and heartmate iii patient handbook section 5 alarms and troubleshooting explains how to properly interpret and troubleshoot all alarms, including power cable disconnect alarms. Heartmate iii instructions for use section 8 equipment storage and care and heartmate iii patient handbook section 6 caring for equipment explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's controller alarmed when connected to batteries, and that continued every time he reconnected to batteries. Batteries and battery clips were exchanged, but that did not resolve the alarms. The patient's controller was exchanged in the emergency department and he was also given two new battery clips, which resolved the alarms. There was no visual damage observed in exchanged equipment. Power cable disconnects were captured in log file.